Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 103 mg/dl. Customer stated that the pump got wet from the rain and that there was moisture in the window under the screen. Customer also stated that the pump was exposed to pool water when it got dunked in the swimming pool. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with moisture damage on the battery tube assembly, vibrator motor and motor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.